Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 15 mm connector inner cannula was unable to achieve point-to-point lock with the outer cannula because it was too tight to fit. There was no patient involvement.